Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'error code 345' was not reproduced. A review of the history log revealed 'system error 345 -thermistor disparity '. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty processor pcb. The processor pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.